Event description:
The facility initially reported in 2009 an infusion pump with failure codes 550:32 and 568:32 that occurred during a pt infusion. Additional info obtained from the customer about 4 days later determined that an interruption of delivery occurred. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation or if additional info becomes available.